Manufacturer narrative:
(B)(6).

Event description:
It was reported to philips that the heartstart mrx defibrillator was unable to press the charge button while performing opcheck. There was no patient involvement.